Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition of the above evaluation, the device's machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced due to contamination as a precaution, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.